Manufacturer narrative:
Note: this medwatch report is being filed based on the report, "part of the guidewire seemed to have cross through a subintimal space, and the blood vessels in that area have ruptured." Product is not available for return due to being disposed; therefore, no physical or visual analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As described in the device instructions for use: 1. To facilitate vascular selection and/or avoid side branches, the tip of the guidewire should be steered by carefully and slowly rotating the wire. Use of a torque device is recommended to facilitate steering the wire. 2. Confirm guidewire placement in two projections to assure that the distal tip is intraluminal in the correct vessel and not within a side branch. At this time, it is not possible to assign a definitive root cause for the event as reported. The patient information was not provided at the time of this report. If any further relevant information is received, a follow up medwatch report will be submitted.

Event description:
Event description: please specify the site where the defect occurred, when it occurred, and the details of the event; the device was used in a severely calcified lesion that could not be crossed by ivus, however, part of the guidewire seemed to have cross through a subintimal space, and the blood vessels in that area have ruptured. A balloon was then used to attempt to stop the bleeding, however, the vessels were not in good condition; therefore, a viabahn was implanted, and the procedure was completed. Please specify the details on how the device been removed; it was removed using the normal method.

Manufacturer narrative:
Note: this medwatch follow up report is being filed because additional information was provided on december 20, 2022. Product is not available for return due to being disposed; therefore, no physical or visual analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As described in the device instructions for use: 1. To facilitate vascular selection and/or avoid side branches, the tip of the guidewire should be steered by carefully and slowly rotating the wire. Use of a torque device is recommended to facilitate steering the wire. 2. Confirm guidewire placement in two projections to assure that the distal tip is intraluminal in the correct vessel and not within a side branch. At this time, it is not possible to assign a definitive root cause for the event as reported. The patient information was not provided at the time of this report. If any further relevant information is received, a follow up medwatch report will be submitted.

Event description:
Event desciption: please specify the site where the defect occurred, when it occurred, and the details of the event; the device was used in a severely calcified lesion that could not be crossed by ivus, however, part of the guidewire seemed to have cross through a subintimal space, and the blood vessels in that area have ruptured. A balloon was then used to attempt to stop the bleeding, however, the vessels were not in good condition; therefore, a viabahn was implanted, and the procedure was completed. Please specify the details on how the device been removed; it was removed using the normal method. Additional information received on december 20, 2022: 1. Was there any damage noted to the guidewire prior to or after the procedure? -> no damage 2. The information in the event description, states, part of the guidewire seemed to have cross through a subintimal space, and the blood vessels in that area have ruptured. A. What other devices were in place at the time the reported rupture occurred? -> only a guiding sheath was in place. B. Has bsc requested copies of any available cine and/or images to review and confirm what caused the rupture? -> not available. C. In the physician's opinion, was there any relationship between the reported rupture and the .014 thruway guidewire? If so, please provide details. -> the physician speculated that this is because the guide wire partially passed through the subintimal and then the jetstream was used. 3. Patient's current status? -> no problem.